Event description:
It was reported that the user intentionally not announcing breakfast to observe effects and consuming a large glass of orange juice, which led to hyperglycemia followed by hypoglycemia; treatment consisted of oral glucose via orange juice. Symptoms included hypoglycemia and preceding hyperglycemia ranging from 31 mg/dL to 354 mg/dL. Outcomes included serious injury requiring unexpected medication intervention in the form of oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions associated with the user interface interaction of meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.